Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try several troubleshooting steps, but the pump did not respond. Reportedly, customer reverted to manual injections for insulin therapy.